Event description:
It was reported by the patient that her current surgeon claims she has a defect in the implanted mesh that can be felt and that the mesh should be removed. She has been suffering with abdominal pain and swelling, along with problems with constipation and urination, all of which she was told were due to a portion of her intestines being wrapped around the mesh. She has undergone various treatments, including "manipulation therapy", to try to resolve this matter, which have so far been unsuccessful.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.